Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient noticed a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain four of five of peritoneal dialysis therapy. It was noted that the patient had drained 300ml at the time of the alarm. During troubleshooting, it was verified that the clamps and pins were open and the connections were secure. The patient attempted to reboot the cycler and resume treatment but the alarm continued to appear. Upon canceling treatment and removing the supplies, the patient found fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. The patient was not provided any prophylactic medication following the event. The cassette used at the time of the leak was discarded. The patient received a new cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon initiating a simulated treatment on the cycler, the machine alarmed with an ¿hb make sure hb is on ht tray and unclamped¿ alarm three consecutive times before treatment was cancelled. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and replaced. A second simulated therapy was then initiated and completed with an m65 scale reading error message. Further analysis of the device determined that the cause of the failure was due to a loose connection between the load cell cable and an I/o board connector. Following correction to the load cell cable, a load cell verification test was performed and the cycler was found to be within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed in relation to the fluid leak and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.